Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an allergic reaction that is potentially pump related since a red rash was observed on the skin at the pump's implantation site. A cbc was performed but was negative. A few months later the rash worsened and the patient developed pain at the rash location. The pump was explanted and will not be returned for evaluation.